Event description:
Boston scientific received information that the patient implanted with this device system suffered an infection. A revision procedure was performed. This right atrial (ra) lead was attempted to be explanted, however, the distal tip broke off during extraction and remained in the patient's system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.